Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced ineffective stimulation. Reprogramming was attempted to no avail. As a result, surgical intervention may be undertaken to address the issue. Follow-up identified surgery took place on (B)(6) 2016 during which time the entire system was explanted. The issue is resolved.